Manufacturer narrative:
(B)(4). A wallflex biliary rx partially covered stent and delivery system were received for analysis. The stent was received fully covered and undeployed. Visual inspection was performed and it was found that the outer sheath was stretched out in the guidewire access sleeve (gas) section. The gas ramp was lifted and the outer blue sheath was twisted. The stent cover was inspected and was found damaged. Functional evaluation was performed and the stent was deployed without resistance by actuating the delivery system; however, the guidewire failed to exit at the gas ramp as expected due to the observed damages on the delivery system. No other issues were noted to the stent and delivery system. The reported event of stent partially deployed was not confirmed; the stent was received fully covered and undeployed. The investigation concluded that the observed damages on the outer sheath was likely caused by the factors encountered during the procedure and/or the patient's tortuous anatomy. It is likely that the physician removed the stent partially covered by the outer sheath causing the damage on the stent cover. Additionally, it is possible that when the stent was inserted back inside the patient this caused the misalignment between the inner shaft and the outer sheath. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was to be implanted in the common bile duct to treat a 5cm cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, resistance was felt and the stent was partially deployed. The stent was removed from the patient, re-sheathed and reinserted into the patient. Deployment was re-attempted; however, the stent was still unable to deploy. Reportedly, the stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the stent cover was damaged.